Event description:
The nurse reported that during surgery, a fiber or lint came from the viscoelastic's cannula when the surgeon was instilling it into the patient's eye. The fiber was removed during same session. No patient harm was reported. No additional information is expected.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).